Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles on outer surface of device, white particles like calcification on outer surface of device, crease fold, wear abrasion, deformation, weight measurement over specification. Bubbles observed after autoclave disinfection process. Based on the device analysis the final assessment is: workmanship, weight test of the explanted material was verified and it was above the nominal weight specification.

Event description:
Medical staff reports: capsular contracture grade iii. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was found device is over 0.77 gm per dwg a110 rev 14.0, which is not related to the reported complaint. Based on the additional analysis performed for the fis involved in (B)(6) 2016, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. Even though there is a month above the upper control limit on (B)(6) 2016, the prs involved in this month were reviewed and no issues were found on the (weight reports). The issue with overweight will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Medical staff reports: capsular contracture grade iii. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. "Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation"

Event description:
Medical staff reports: capsular contracture grade iii. The device has been explanted. This record relates to the left side.